Event description:
The customer reported via phone call that she disliked the insulin pump because she experienced high blood glucose levels and it was not delivering insulin. The customer stopped using her insulin pump and went back to using insulin shots. The customer went to emergency room on (B)(6) 2015 with a high blood glucose level of over 600 mg/dl. She had hyperglycemia. The customer was not wearing the insulin pump at the time of the emergency room visit. The customer removed her insulin pump when she was in the emergency room. She was given IV and her blood glucose level dropped to 300 mg/dl. The customer went home and two days later she went back to the hospital. She was hospitalized again on (B)(6) 2015 with a blood glucose level of over 600 mg/dl. The customer was dizzy and dehydrated. She was wearing her insulin pump at the time of the emergency room visit the second time. The insulin pump alarmed no delivery. Customer had issues with the infusion set tape. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.